Event description:
The catheter was inserted on 09/22/1998. On 09/26/1998, 5cm of the catheter was found broken off at the insertion site. The remainder of the catheter was removed via right common femoral vein utilizing a percutaneous approach.